Event description:
The customer reported low platelet results with generated r and giant platelet flags, for one anemic patient, involving the coulter® lh 500 hematology analyzer. The customer stated the patient¿s sample was analyzed three times, obtaining platelet results between 296-340 (x10^3 cells/ul). The manual smear indicated a platelet count of 516 (x10^3 cells/ul). The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated quality control (qc) was within specifications at the time of the event. All results were analyzed from different sample collections.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer-supplied raw data and histograms were reviewed. There was no indication of any system failure. The cause for the difference between the manual estimate and the instrument reported results cannot be determined from the available information. A definitive cause of the incident is unknown.